Manufacturer narrative:
The customer reported that the issue had resolved on its own, but the system now has a network latency message for xtr16. Tech support restarted the unit identified as xtr16 as a precaution. The loss of network communication was likely due to an issue with the hospital infrastructure. There is no indication of spacelabs product failure.

Event description:
The customer contacted technical support to report that several tele beds associated to one receiver dropped off the central station for roughly six minutes. The system recovered on its own. There was no patient or user death, or injury associated with the event.